Event description:
Litigation alleges that the patient suffered increasingly debilitating pain, discomfort, soreness, as well as a catching sensation, which in turn affected the patients ability to walk, move and sleep. During the revision surgery, her acetabular shell was found to have essentially no bony ingrowth at all. The patient also had excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.